Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. The iab was inserted via the pt's femoral artery. A leakage in the connection of the intra-aortic balloon (iab) catheter produced bubbles and air spaces and as a result, the iab failed to inflate. The md removed the iab and inserted another 8fr x 40cc iab. Add'l info rec'd from the customer on (B)(6) 2013 stated the iab was prepped per instruction. The iab was inserted w/o difficulty and after 15 mins of intra-aortic balloon pump (iabp) therapy the iab catheter produced bubbles and air spaces resulting in failure to inflate. There did not appear to be a leak at the bifurcation. The pump did not alarm. The md removed the iab and inserted another iab into the same insertion site. The pt rec'd iabp therapy successfully using the second iab. There was no reported pt death, injury, or complications. The delay/interruption of iabp therapy was for the timeframe required to retrieve and insert the second iab. Medical/surgical intervention was not required.